Manufacturer narrative:
Code "other" was selected as the medical device remains implanted. Return not possible. (B)(4).

Event description:
The following was reported to gore: on (B)(6), 2020, the patient underwent endovascular treatment of a descending aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system. On an unknown date, a distal type I endoleak was observed. On (B)(6) 2021, a reintervention took place, an additional stent graft was placed at distal side. The patient tolerated the procedure. The physician reported that he has no idea what caused the endoleak since the distal side of the device landed in good position and the landing length was enough.